Manufacturer narrative:
The reported event of a loose battery connector and damaged pins in the returned controllers, con190438 and con190536, was confirmed. Review of con190438's manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of con190438 revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection due to a loose connector on power port 2 of the controller. Loose power connectors are currently being investigated. Analysis of con190536 revealed that the device failed to meet specifications; failed visual inspection due to a bent pin in power port 1. Heartware has opened an internal investigation to evaluate bent pins in controllers and battery chargers. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, these loos connectors are still being investigated. A possible root cause of the bent pin can be attributed to mishandling of the controller. This is report two of two reports (3007042319-2015-01377, 01378) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of two reports (3007042319-2015-01377, 01378) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a controller did not pass the smr pre-check. Loose battery connector and damaged pins. The controller was exchanged out with no effect to the patient.